Manufacturer narrative:
A bec field service engineer (fse) was able to troubleshoot the leak over the phone with the customer before arriving onsite. The customer stated that the drain for the baths was clogged. The fse instructed the customer to remove the drain line from pinch valves lv14 and lv15 and then flush the clog out of the drain line. The customer then reinstalled the tubing and the leak was fixed. The fse later arrived onsite and verified that the instrument was running without any leaks. The controls recovered within the expected range. Failure mode: the cause of the leak was the drain line for the baths was clogged. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter ac-t differential hematology analyzer. The controls for red blood count (rbc), mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc) and hematocrit (hct) were recovering low when the leak was noticed. The volume of the leak was about 3 cubic centimeters (ccs) and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.